Event description:
Allegedly the patient was revised due to pain in the groin. Additional information on 11/27/2017: invoice located from (B)(6) 2013 surgery and verified microport products were revised.